Manufacturer narrative:
A visual inspection was performed and no defects or unusual performance detected. The compliant subject device was equipped with an optional scale and a 4 point carry bar. The accessories can further lengthen the distance the patient from the lifting point causing a greater moment. Root cause: the likely cause is the sling or carry bar being caught on a semi-rigid body during transfer or the caregiver applying sideways force. Corrective action: the subject device removed from use and replaced with a different model. Manufacturer recommends retraining for the users.

Event description:
Customer reports two separate events where the eva 450 lift began to tip while lifting/ transferring a patient. In one instance the lift began to tip backward toward the carrier as a patient was being raised from their bed. Customer reports that the legs of the lift which were under the patient bed prevented the lift from tipping backward. The patient was placed back into bed without injury. In the other instance the lift is reported to have began to tip sideways while transferring a patient. Staff were able to stabilize the lift before tipping could occur. No injury to the patient or staff occurred.

Event description:
Customer reports two separate events where the eva 450 lift began to tip while lifting/ transferring a patient. In one instance the lift began to tip backward toward the carrier as a patient was being raised from their bed. Customer reports that the legs of the lift which were under the patient bed prevented the lift from tipping backward. The patient was placed back into bed without injury. In the other instance the lift is reported to have began to tip sideways while transferring a patient. Staff were able to stabilize the lift before tipping could occur. No injury to the patient or staff occurred.